Event description:
An error message was reported with the adc device. A caller reported a ¿replace sensor¿ error message was received on the 4th day of wearing the sensor. As a result, the customer was unable to obtain sensor scans and became hypoglycemic with experienced symptoms of tremor, asthenia, and sweating. The customer was unable to self-treat and the daughter provided treatments of ¿3 spoons of jam, orange juice, sugar water, fortimel, cheese with powdered sugar¿ in the morning and glucagon injection in the evening. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor and the sensor plug was not properly seated. No issues were observed with the sensor patch. Visual inspection has been performed on the sensor plug assembly and damage was observed to the guide tabs and sensor ear. The damage may prevents the sensor plug from seating correctly. An extended investigation has been performed and determined that the damage observed are cosmetic flaws. It was determined the cosmetic flaws did not cause the plug to be unseated. The flaws did not contribute to the complaint as sensor ears were still correctly retained within the plug assembly. Therefore, this issue is not confirmed to use due to the plug not being seated correctly. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A caller reported a ¿replace sensor¿ error message was received on the 4th day of wearing the sensor. As a result, the customer was unable to obtain sensor scans and became hypoglycemic with experienced symptoms of tremor, asthenia, and sweating. The customer was unable to self-treat and the daughter provided treatments of ¿3 spoons of jam, orange juice, sugar water, fortimel, cheese with powdered sugar¿ in the morning and glucagon injection in the evening. No further information was provided. There was no report of death or permanent impairment associated with this event.